Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin were seen exiting the tubing during the load process. All supplies were changed out. There was no reported impact to the customer's blood glucose level.